Event description:
It was reported to boston scientific corporation that a advantage fit implant was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; thi pain; pain inter; inab inter; rec incont; aggrav incont; oth pain: left knee and leg pain with blood tracking internally down into knee. Surgical interventions: on (B)(6) 2011 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: implant another mesh sling due to the collapse of the advantage fit to fix the problem/ subsequent severe symptoms and impact to life( severe incontinence/pain and difficulty walking etc.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.